Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2024. The sensor could not show the intracranial pressure (icp) readings. Therefore, the physician stopped the monitoring and retrieved the microsensor on (B)(6) 2024. The patient is stable. The monitor and cable used were icp express, 220 volt (ID 826635) and icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (B)(4).was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7293799, (B)(6), conformed to the specifications when released to stock. Failure analysis - foreign matter covering sensor area. Sensor balance changes direction; cannot adjust. Resistant temperature (rt) unable to adjust. No further testing possible. Root cause analysis - the supplier could determine the cause of the issue to be use related. The sensor ohms are in spec, but the balance cannot be adjusted, even after cleaning the foreign matter from sensor. This anomaly could be attributed to electrostatic discharge (esd) exposure.

Event description:
N/a.